Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient experienced pain at the ipg site and down the leg. Reportedly, patient had difficulty sitting, standing and laying down. The pain pattern is the left foot. Patient was getting adequate relief from the drg system, however a new onset of nerve pain in the right leg (not implanted with drg system) was the cause of discomfort. X-ray diagnostics were obtained and confirmed that patient¿s leads were in place. As a result, patient underwent an elective surgical procedure on (B)(6) 2018 and drg system was explanted.